Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found the device was returned to the with stent damage. Strut rows in the middle section of the stent were raised and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. There was a kink in the lumen 170mm distal to the tip. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Mandrel resistance was encountered due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that access was obtained via the femoral artery and the lesion location was in the left anterior descending artery.

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the stent delivery system would not cross the lesion. The target lesion being treated was located in the severely calcified unknown location. A 3.00x20mm promus element stent was advanced and was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device